Event description:
Additional information was received that continued noise and high out of range pacing impedance measurements was observed on the ra channel. Additionally, a local field representative discussed a potential concern of potential loss of capture (loc) on the ra lead as capture was unable to be confirmed on the presenting electrogram (egm). The crt-d and another manufacturer's right ventricular (rv) lead also exhibited noise and a jump in pacing impedance measurements from 500 to 1,092 ohms. The noise on both channels was felt to be consistent with oversensing of the minute ventilation (mv) feature. Boston scientific technical services (ts) discussed troubleshooting and programming options.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited increased pacing impedance measurements that resulted in high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, noise and oversensing was observed that resulted in inappropriate atrial tachy response (atr) mode switches. The noise was felt to be consistent with oversensing of the minute ventilation (mv) feature. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause of the noise and high pacing impedance measurements was not determined. The respiratory rate trend (rrt) feature was programmed off and monitoring will be continued. No additional adverse patient effects were reported.